Manufacturer narrative:
Discrepant abo result for one patient. The root cause of the discrepant abo result is user-related. No general product failure is identified. No biased result was reported to physician. The patient was not harmed. Complaint: (B)(4).

Event description:
A customer complained after obtaining a discrepant abo result for one patient sample using ortho biovue technique in conjunction with their ortho vision biovue analyzer. Complainant/complaint reporter: mr. (B)(6)/ event date: not provided by the customer reported on: (B)(6) 2017 by the customer to ortho's laboratory specialist mrs (B)(6) who reported it to ortho care helpdesk the (B)(6) 2017. Patient information: patient is known to be ab group. Software version: 4.8 reagents type and lots not provided by the customer. The customer reported that they were very close to report a wrong blood group for one patient due to a important use error in validation process made by one of their laboratory technician. Indeed, the customer said that the patient being known to be ab was found o when tested using their ortho vision biovue analyzer with biovue system cassettes (no reagent type/lot was provided by the customer). The customer said that the abo forward and abo reverse were discordant and that the normal procedure should have been to send this sample for further investigation at their reference laboratory efs (B)(6) and not to correct the result manually. The customer said that the patient was having cold antibodies that had reacted with reverse test red cells used in abo reverse with 0.5+ reaction strength for both cells. The customer said that the laboratory technician has wrongly manually modified the conclusion for abo to o based on the abo reverse testing whereas the abo forward was correct. The customer reported that they were able to understand after analysis of technician's use error that a result on the ortho vision biovue analyzer can be modified by one technician alone without double entry from a second technician. Furthermore the customer said that at their laboratory information system (lis) level, the same technician was able to enter and validate the changed abo conclusion without a second entry from another technician/biologist. The customer reported therefore that they were not confident on the security level set in the laboratory for any modification of a result obtained with the ortho vision biovue analyzer. The customer said that no more information will be provided for this event. The customer reported that no biased result had been reported to a physician and that the patient had not been harmed as a result of the reported event.